Event description:
It was reported that the batteries in the pump were being depleted quickly. Troubleshooting was done and the pump was restarted and then cycled without further alarms. A second occurrence of the issue is documented on a second report. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.